Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the brady monitoring value enabled. However, a transmission showed that the brady monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This supplemental 01 - additional information updated the b5 describe event or problem of adverse event or product problem tab.

Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the brady monitoring value enabled. However, a transmission showed that the brady monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported. A review of data identified that the pmm app reflected a discrepancy related to monitoring settings. The information indicated that the pvc parameter was programmed off and displayed as off, while pause and brady parameters appeared programmed on. This issue was associated with a previously identified data processing concern. Further review confirmed that the device has successfully connected and is transmitting data as expected. The pmm app remains active, and the implantable system continues to function in service. No adverse patient effects have been reported.